Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during the pre-use check. The ventilator was investigated by our field service engineer (fse). The pressure transducers, the expiratory cassette, the air and o2 gas module were cleaned but the problem persisted. The fse solved the reported failure with replacing one of the pressure transducers. After replacement, the ventilator was in working order. The device logs were not received and no parts have been returned for investigation, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturing ref: # (B)(4).